Event description:
(B)(4) voluntarily submitted by patient states that s/he began experiencing clicking and pain a year after implantation. An aspiration done in 2011 showed metal-on-metal synovitis, and patient was revised. Note: the patient had a metal liner, but a ceramic head, according the report.

Manufacturer narrative:
This is a duplicate report of 1818910-2011-22295. This report, 1818910-2013-12252, will be rejected. 1818910-2011-22295 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.